Manufacturer narrative:
This report is filed on may 01, 2019.

Manufacturer narrative:
This report is submitted on october 9, 2018.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; however the issue could not be resolved. The implanted device remains and the patient will continue to be monitored by the health care provider.

Manufacturer narrative:
It is now reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery. This report is filed on december 3, 2018.